Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced leaks on the reservoir. The customer's blood glucose reading was 270 mg/dl. The customer had symptoms such as headache and nausea. The customer's current blood glucose was 196 mg/dl. The customer was assisted with 5 unit fixed prime. The customer stated that air bubbles still persisted. The reservoir was not returned for analysis.